Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to the equipment was repaired by not authorized person. Leading a no longer guaranteed biocompatible characteristics (example: improper adhesives used; improper materials used) specially insulation beak. Also, a no longer guaranteed mechanical characteristics like melting of improper insulation material instead of ceramic. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ceramic head of the rigid endoscope sheath was loose. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.